Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (water check time out - unable to reach calibration temperature). Expected 6 actual 28 c. Discussed that this was indicative of a failed chiller.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 28c. Discussed that this was indicative of a failed chiller.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is the chiller connector not being plugged into connector (j5) on the ac pcb. The device was evaluated upon receipt. Unit is not cooling. T4 not dropping. Upon investigation, it was found that the chiller was disconnected from the ac pcb (power). Secure connection. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.